Event description:
It was reported that the patient presented to the emergency room and hospitalized due to an "electrical storm". The patient remained hospitalized and died seven days later. The cause of death was reported as sudden cardiac death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the us. (B)(4). The device was not returned and will not be evaluated.

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.